Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarms due to a software error and pump error 63 alarm is found in the downloaded history files due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and software error detected. The customer stated they were able to clear the alarm and were able to complete the rewind process however, self test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.